Event description:
I was permanently left with a silicone oil deposit in my eye from the syringe of an avastin injection, for wet macular degeneration. The only way to remove it is surgery. It is now impairing my vision.